Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following: olympus endoscopes older than the 180 series also failed to connect to the device properly and endoscopic images was not displayed. Defect of the printed circuit board was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
During preparation with 180 series of olympus endoscope for use, the endoscopic image was not displayed. The user replaced the device to another device, and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by accidental failure of printed circuit board. If additional information becomes available, this report will be supplemented.